Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with repeating downstream occlusion alarms was discovered and confirmed in the pump's event history by a baxter service technician. A baxter quality engineer determined the root cause of this condition was assigned to a non-baxter pump head module which was installed in the device. The pump head module was replaced to correct this condition. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed before release.

Event description:
The facility reported a colleague infusion pump with repeating downstream occlusion alarms. It is unknown when this event occurred; however, this event occurred in the (B)(6) department. This event may have interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.